Event description:
It was reported a laparoscopic assisted vaginal hysterectomy, with bilateral salpingooophorectomy and birch procedure was in progress. The surgeon handed the 512s trocar to the ort for stability thread placement. The tech held the trocar in her right hand with the stability thread cupped in her left hand. She accidentally rearmed the trocar at the same time she was putting the stability thread on the trocar. The armed trocar came through the end of the thread and punctured her left hand between the thumb and first finger, resulting in an intrinsic tendon muscle repair of the left hand. The circulator reports she witnessed what the ort was doing and was unable to stop her before it occurred. Also states the surgeon was yelling at the tech to hurry and the ort was nervous. The trocar was not saved, since the staff did not think there was a problem with the device. There was no patient consequence.